Event description:
After a prophylactic generator replacement surgery on (B)(6) 2017. The explanted generator was received for product analysis. Review of the internal data found that the last >25% change in impedance was on (B)(6) 2017 from 14479 ohms to 19,986 ohms. Although this change occurred after explant on (B)(6) 2017, because the pre-change value was high impedance, it is unknown whether high impedance started prior to explant. Intraoperative impedance on the newly implanted generator was within normal limits at 2225 ohms. Product analysis found that the generator performed according to functional specifications and there were no adverse functional, mechanical, or visual issues identified with the returned generator no further relevant information has been received to date.

Event description:
It was reported that system diagnostics were within normal limits on the date of explant surgery.